Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and silicone migration.

Event description:
Patient reported right side rupture, swelling, ¿some discomfort," "concerns of how breast felt," "extracapsular rupture," "swelling" and "seriously worried," "implant that is potentially dangerous has been quite stressful and depressing." Patient additionally reported "lumps" not related to the device.

Manufacturer narrative:
"Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Pain: unable to confirm as it is a medical event not related to the device. Visibility/palpability: unable to confirm as it is a medical event not related to the device. Lump/nodule-ndr: unable to confirm as it is a medical event not related to the device. Silicone migration: unable to confirm as it is a medical event not related to the device. Edema: unable to confirm as it is a medical event not related to the device. Anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. It is not possible to determine the lot number or catalog through the photos provided."

Event description:
Patient reported right side rupture, swelling, ¿some discomfort," "concerns of how breast felt," "extracapsular rupture," "swelling" and "seriously worried," "implant that is potentially dangerous has been quite stressful and depressing." Patient additionally reported "lumps" not related to the device. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.3., b.5., h.6. Reason for reoperation: lymphadenopathy.

Event description:
Patient additionally reported ¿on palpation right side upper outer aspect there was a reactive inframammary lymph nodes and also in the right axilla as well¿.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6(b), g1, g2, h6.

Event description:
Patient reported the device has been explanted.